Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the patient noticed that the patient extension line leaked solution due to the patient accidently running over the line with the wheelchair. The technical service representative (tsr) assisted the hp in ending therapy on the hc device and explained why therapy needed to be ended. The hp stated that they would restart therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improper, or accidental, disconnection was reported as causing the leak. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, user are instructed not to disconnect during therapy unless for an emergency disconnect procedure and are given instructions for properly disconnecting during emergencies. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.